Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the instruments were not clamped onto patient. Vision cart overheated due to drapes being too close to the core intake. The surgeon was not anticipating conversion. The patient tolerated the change, and the procedure was completed via alternative means. The system was working normally up until overheating, there were no issues during setup. The procedure delay did not occur during critical part, surgeon gave system time to cool down, but video slice (vsl) card was faulty. No post operative complications communicated after procedure. The vsl card has been evaluated by the failure analysis (fa) team. Fa was able to replicate the reported problem by installing this unit into system and testing. It failed error 90, 95 on video blend lane (vbl) 5 at start up.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the video slice (vsl) board. The system tested and verified as ready for use. Isi has not received the vsl board for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (fse visit and the return material authorization of the vsl board).

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, an error occurred and resulted in the system shutting down. System overheating message was displayed on screen during shutdown sequence. System was allowed to cool down for approximately 30 mins with occasional attempts to turn on, but overheating message reoccurred on each restart. After the 30 mins elapsed, surgeon decided to convert to open surgeon to complete the procedure. Release tool was used on instruments and procedure was completed non-robotically.